Event description:
N/a.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that after inserting the intra-aortic balloon (iab), a fiber optic sensor failure occurred upon connecting the fiber optic cable into the console. The customer was instructed to connect the transduced inner lumen to the console and disconnect the fiber optic cable. There was no patient harm or adverse event reported.